Manufacturer narrative:
Evaluation results: one used interlink y-type catheter extension set was received. Visual inspection showed no separations on the set were noted. The set was pressure tested with 8 psi of air under water, and no leakage was noted.

Event description:
Account reported an incident in which the "tubing disconnected from the luer lock." Reportedly, there was some "bleeding out and loss of antibiotic." No other information available.